Manufacturer narrative:
The reported sensing anomaly was confirmed in the laboratory. Insulation abrasions were observed in three different locations at 14cm to 16cm, 21.5cm to 22.5cm, and 28.4cm to 29cm from the connector pin. At 21.5cm to 22.5cm the efte insulation of one of the proximal cables was abraded and exposed. This damage is characteristic of lead friction to the ICD can and caused the reported sensing anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The patient received inappropriate shocks due to oversensing. During the explant, the outer insulations of the atrial and ventricular leads were found damaged. The physician believes that the device turned around in the pocket and as a result, the leads rubbed against each other. The lead was explanted.